Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 538 mg/dl; cause was related to pain medication (hydrocodone/tylenol) the customer is taking for a painful pulled muscle. Reportedly, the customer checked the lock screen to see if there were any alerts and went back to sleep to address bg. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. A supply change was performed to address the issue and insulin delivery was resumed. Tandem clinical support provided education and made recommendations for customer if they need further assistance. No additional patient or event information was available.